Event description:
It was reported by the patient's legal guardian (lg) that their personal diabetes manager (pdm) would not turn on or charge. When the pdm was put on charged they did not get a charging symbol. The lg had no backup method and was unable to manage insulin delivery, they went to the hospital for treatment. At the hospital, the patient's blood glucose level was 20 mmol/l (360 mg/dl). As treatment, she received 4 units of insulin via pen injection. The patient was released after 7 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.